Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, potential noise issue was observed on the electrocardiogram from a newly implanted confirm monitor. Device remains implanted. Patient had no consequences. No further information available.

Event description:
New information received states that the source of the noise was pocket noise and was not due to sensing issue. There was no resolve. Patient was stable prior, during and post event.